Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted.

Event description:
It was reported that the patient was brought back for an additional surgery due to their bite being off. No other information is known at this time.